Manufacturer narrative:
For 2 events, the investigation did not identify a product problem. The cause of the event could not be determined. There were no follow up actions for 2 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events. Questionable non-reproducible results were generated by the cobas e801 module. The events involved a total of 2 patients with the following: 2 questionable results for elecsys tsh assay. One patient age was (B)(6). There was 1 male.